Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported their blood glucose rose to 500 mg/dl. The customer treated with manual injections for their blood glucose. The customer also reported experiencing low blood glucose at the time of the call. Customer's blood glucose was 46 mg/dl. Customer was able to treat their blood glucose with food. The customer reported being diagnosed with hypoglycemia unawareness. Troubleshooting did not find any issues with the insulin pump. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.